Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI : (B)(4), (B)(4), (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Current repair product evaluation product review of the zsgm serial number (B)(6), by chemtronics on (B)(6) 2020, revealed that the pre-repair test-cut did not cut due to the customer cutter not working. The mesher was then tested with a calibrated test cutter and there were no faults found with the mesher. There was no fault found with the mesher, the mesher passed inspection. Product repair of the device was not performed as there was no problem found with the mesher. The cutter the customer was using was bad, but there was no problem with the mesher itself. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report. Telephone number: (B)(6).

Event description:
It was reported that this device was not meshing properly during surgery. When carrier with skin was fed through the mesher, the carrier immediately shifted to the hand side, creating great difficulty feeding through the mesher. Also, the skin was cut into two pieces length ways during the meshing process. The second time it was used the same problem occurred. It seemed as though the roller section was not centered. The surgery was delayed an unknown amount. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D11: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part number: 00-7703-015-00; serial number: (B)(4).

Event description:
No new event information.